Event description:
As reported, approximately 8.5 years post initial left tka, this (B)(6) male patient complained that during the last few years he had discomfort and pain while walking. Patient had a revision and there was significant amount of wear and destruction of the liner, however, there was not a significant amount of osteolysis. The patient was revised to a size 4 left condylar constrained femur with the 22x120 splined stem and a large 42 femoral cone. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos of affected product provided. The devices will be return.

Manufacturer narrative:
Concomitant products: left size 4 ps femur (cat# 02-010-01-0240 / serial# (B)(4) additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported was likely the result of third body wear, orientation of the implants, and/or patient related conditions which led to wear of the tibial insert. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2021-00650.